Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been (B)(4) other events reported for the manufacturing lot. The event was confirmed. The investigation determined the likely root cause of the event to be a manufacturing non conformance which is within the scope of ncr as it was manufactured prior to implementation of ecn. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
While connecting femoral impactor/distractor to the femoral implant, the pin that rotates the claw fell out of the instrument.

Event description:
While connecting femoral impactor/distractor to the femoral implant, the pin that rotates the claw fell out of the instrument.